Event description:
The report received from the (B)(4) study database noted that while in the hospital, following the carotid index procedure, the patient suffered a non st elevated myocardial infarction (mi). The patient is a (B)(6) female who was enrolled in the (B)(4) study for carotid stenting. The target lesion location was the right common carotid artery. A precise (pc0730rxc/ lot unknown) was successfully placed in the lesion with protection from an angioguard embolic protection device. There was no reported injury to the patient during the procedure. Additional information was received stating that the patient suffered a non st elevated mi while in the hospital, following the index procedure. The subject had end-stage cardiomyopathy. Other than that no specific cause for the mi was found. As per the contact at the account, the mi was not related to the device or procedure. Four days post discharge, the patient expired. The subject died of cardiomyopathy. The physician stated that the death is not related to the cas procedure or device. The subject died at home in her sleep four days after being discharged. She was discharged to hospice / palliative care. There is no death certificate available. There is no indication that the carotid stent caused the patient's death as the event was most likely related to the patient's history of cardiac disease. As per the physician, her death was related to her end-stage cardiomyopathy, not specifically from her mi. Although her pre-existing cardiac status prevented her from recovering from the mi event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received notes that the patient experienced an mi prior to discharge while still in the hospital. The report received from the (B)(4) study database noted that while in the hospital, following the carotid index procedure, the patient suffered a non st elevated myocardial infarction (mi). The patient is a (B)(6) female who was enrolled in the (B)(4) study for carotid stenting. The target lesion location was the right common carotid artery. A precise stent was successfully placed in the lesion with protection from an angioguard embolic protection device. There was no reported injury to the patient during the procedure. The patient's medical history included end-stage cardiomyopathy, hyperlipidemia, cardiac arrhythmia, congestive heart failure, CABG, coronary artery disease, myocardial infarction and hypertension. Her high risk criteria included: chf (class iii/IV) and/or known severe left ventricular dysfunction lvef and >75. As per the contact at the account, the mi was not related to the device or procedure. The physician stated that the death is not related to the cas procedure or device. Four days post discharge, the patient expired at home, after being discharged to hospice/palliative care, in her sleep secondary to cardiomyopathy. There is no death certificate available. There is no indication that the carotid stent caused the patient's death as the event was most likely related to the patient's significant history of cardiac disease. As per the physician, her death was related to her end-stage cardiomyopathy, not specifically from her mi - although her pre-existing cardiac status prevented her from recovering from the mi event. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. Mi is a well known potential adverse event of any interventional procedure and is listed in the IFU as such. There is no medical evidence to suggest a relationship between carotid artery stent implantation and the reported mi. Etiology is likely due to the patients significant cardiac history specifically her cardiomyopathy. Please note that the lot number for the stent is 15053642.

Manufacturer narrative:
Corrected data: please note that the alert date reported for the initial medwatch report was (B)(4) 2011 instead of (B)(4) 2011.